Event description:
#Medwatcher #(B)(4). Essure was placed on (B)(6) 2011 within the 1st few months I was having rashes, hair falling out, weight gain, extreme bleeding and painful intercourse, pelvic pain which led to a supra cervical hysterectomy in (B)(6) 2012 removing what was found to be a fibroid filled uterus weighing 255 grams. Cervix, fallopian tubes, ovaries where left. Pathology report states- secretory pattern endometrium, adenomyosis, leiomyomata. I have since continued to experience issues after the partial hysterectomy procedure with rashes, bruising, pins and needles, fatigue, hyperflexia, bloating, c 5-6 fused, vitamin deficiency, joint and muscle pain, tested for ms.